Event description:
A report was received that the patient was unable to charge. X-ray confirmed that the ipg had rotated. The patient underwent a pocket revision and was reportedly doing well postoperatively.